Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the type iiib endoleak was determined to be device related due to the strata material. Contributing procedure, user, or anatomy related issues could not be identified due to the lack of a pre-implant study image. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%.  Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%.  (B)(4).

Event description:
An afx bifurcated stent graft was implanted to treat an abdominal aortic aneurysm. The patient returned for a routine follow-up where the physician observed slight sac growth and a potential type 1a endoleak. As of the date of this report there have been no additional patient sequelae reported, and the patient will continue to be monitored.